Event description:
Customer reported the system is not completing boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended. (B) (4)